Manufacturer narrative:
D3, h6: updated. H3: one sample and two photos were received. The sample was visually and functionally tested and the customer reported complaint was able to be confirmed. A leak was detected in the medication bag. A DHR review was unable to be completed as no lot number was provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a bubble alarm has occurred. The cassette was leaking. There was patient involvement, and no patient harm/adverse event reported.